Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. At the same time, the patient had laparoscopic surgery because part of the old peg tube was embedded inside the lining of the stomach wall. The patient was admitted after the procedure. The patient was hospitalized for two days and received unknown antibiotic.